Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per the instructions for use (IFU): relax the device and then return the foot to its original position by pushing the lever (marked 4) down to the body of the device. Do not attempt to remove the device without closing the lever. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6f sheath after an interventional procedure. Reportedly, when the proglide device was removed the physician did not follow the instructions and did not close the foot before pulling the device back. The foot separated from the proglide device. General anesthesia was administered and a cut down was performed to retrieve one piece of the foot, drain the bleeding and close the artery. The other side of the foot could not be retrieved despite attempts and it is unknown if the other piece of the foot remains in the patient or was left in the surgical field. There was no hematoma and drainage was very quickly performed. The patient condition was good. There was a clinically significant delay in the procedure due to the surgery. The physician is reportedly in-training in the use of the proglide. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported foot detachment was confirmed. The reported foot detachment and the retrieved foot portion in the body appears to be related user technique. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.